Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: during investigation, the black box and alarm history showed no evidence of communication alarm. There were no errors, alarms or warnings during investigation. The ¿communication¿ alarm was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.